Manufacturer narrative:
The lead was destroyed in the returned state. Only the distal part of the lead was returned for analysis. The lead had been cut through 25 cm proximal of the tip electrode, probably with a scalpel during the investigation, it was noted that the tip electrode had been pulled out of the adhesive connection to the ring electrode. This damage and the deformations of the coil indicate the impact of significant mechanical force. The mechanical stress during the operation should be considered as cause. In addition, cuts in the insulation, deformation of the coil, and deformation of the fixation screw were found. These damages probably are a result of the explantation. The measurements of the direct-currents resistances at the lead fragment showed no anomalies. The vcs shock coil was deformed. There were no indications of material defects or manufacturing errors.

Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - while in doing a routine upgrade to a crt-d. It was found that this lead had dislodged. The physician decided to replace this lead. This is all of the available info at this time. If additional info becomes available, this event will be updated.